Event description:
It was reported that revision surgery was performed due to infection.

Event description:
Pacing dificulties; it was reported that the catheter became unable to pace after a few minutes of use. Catheter was inserted in catheter lab. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Continuity testing found a full open condition for both the distal and proximal electrode circuit. No visible damage to catheter body. Catheter body was cut open and the both leadwire was found broken at the 80 cm from tip. A suture was found tied catheter body.